Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Magnesium secondary infusion was initiated using guardrails at rate of 100ml/hr, volume 100ml. When checked by the nurse, the entire bag had run through in approximately 15 minutes. Customer unable to locate set model number. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Concomitant medical products: baxter, 1000ml IV bag of 0.9% sodium chloride lot: w5c30m1 exp: september 2016; baxter, 100ml IV bag of 5% dextrose lot: 15e06cc00042 exp: june 5, 2015; therapy date (B)(6) 2015. The customer¿s experience of backflow was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be pvc, between the housing seal and the diaphragm. The size of the particle was measured to be 0.0459¿ long. The cause of the check valve failure is due to a pvc particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.